Manufacturer narrative:
(B)(4). Batch # p5898f. Photo evaluation: one photo was provided. The picture shows two green reloads from the bottom view. The reload that is in the top of the picture has the sled partially advance and one driver can be seen exposed on the knife channel, this condition on the returned reload would not allow the device to fire. The sled of the second cartridge is not visible as this portion of the reload is cut out of the picture. Based on the photo alone the event describe is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Device evaluation: the analysis found that one pse60a device was returned with no apparent damage and with two ecr60g cartridges reloads present. The cartridge reload ecr60g (b) was received partially fired 1/3. The cartridge reload ecr60g (c) was received partially fired 1/16. Further analysis showed that one driver missing on the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The partially fired (b) reload is consistent with an incomplete or interrupted cycle. It is possible that while loading the (c) reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge, however, no conclusion could be reached on what caused the driver to be out of position. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a lung resection procedure, could not fire. During the radical resection of lung cancer, could not fire with ecr60g, changed another two ecr60gs, still could not fire. One of them , removed the cartridge, found the staple driver was not on the home position as the photo shows. Another device was used to complete the surgery. There were no adverse consequences to the patient.